Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the optim sheath was found at 11.3 ¿ 11.6 cm (figure 2) and 13.0 -13.9 cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.